Event description:
It was reported that this leadless pacemaker was implanted but did not operate as intended. The abandoned pacemaker was turned on. Evidence is suggestive this leadless pacemaker remains implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).